Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. The carefusion field service rep replaced the o2 sensor pn: 68289 as a precaution and ran the device through a complete checkout to ensure that it meets all factory specs. Upon completion the device was returned to the user facility's control ready to be placed back into service. The user facility reported that the device had an "o2 failure" [loss, o2] alarm while on a pt . Per the operator's manual; "this alarm is triggered if the oxygen supply to the ventilator drops below 18.0 psig (1.2 bar) and the % o2 control is set >21%." Based on this info the most likely cause of the reported event was a temporary loss of pressure in the user facility's o2 supply. A review of the carefusion complaint system for the past 90 days did not find any verified like failures, thus carefusion considers this to be an isolated incident.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep. "[Name removed] called saying that the vent was on a pt when it gave a "o2 failure" alarm according to the therapists and the pt started to desat. No pt injury. Pt placed on another vent right away and is doing fine. They are not avea trained and would like a field service rep to come and test and repair the vent. They have not tested the vent themselves." The following add'l info concerning the event and the eval of the unit was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "Customer commented that unit was on pt for a short period of time, "a minute or 2". Error came up right away and they tried a different wall o2 connection, then went to another vent."